Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient implanted with two implantable neurostimulators (ins) for dystonia, target gpi. It was reported that with a patient programmer (pp), only the left ins displayed error message out of regulation (oor). It was claimed that the error messaged appeared twice at full charge, and once at 75% charged. Sometimes oor does not show, but it does keep appearing. The right ins did not have oor with a pp. Both inss were recharged enough. With the clinician programmer (8840), both left and right inss displayed oor. It was noted that no stimulation parameters for the right ins was available. The physician used the interleaving programming with cv mode for both inss. Although there are two groups setup, the patient does not change the group by themselves. When looking at the impedance measurement, nothing was out of range; but contact #2 related one was relatively lower than others. Therapy impedance was not known. For the left ins, c2 impedance was relatively low and avoiding it oor does not appear. It was reported a couple weeks later that other programming settings have not been tested by the physician due to therapy effectiveness. The physician was still struggling with the oor issue. One day, the physician checked the therapy impedance and electrode impedance for every 30 min for 8 times. It was noticed that impedance for the bipolar setting fluctuates: electrode impedance measured at 0.7v measurement 1 2 3 4 5 6 7 8 c=0 1167 1236 1176 1214 1176 1650 1211 1214 c=1 1160 1179 1179 1211 1167 1237 1211 1202 c=2 631 597 543 298 528 550 509 495 c=3 1361 1354 1365 1457 1376 1482 1394 1394 0=1 1274 1105 1293 1284 1246 1323 1303 1284 0=2 1368 1402 1347 1406 1323 1402 1368 1372 0=3 2013 1984 1990 2085 2007 2079 2031 2031 1=2 1228 1246 1211 1246 1176 1265 1237 1237 1=3 1962 1946 19512054 1940 2054 2013 1996 2=3 1303 1313 1293 1461 1646 1402 1323 1368 therapy impedance measured with 0+1- at 2.6v, 60, 125hz 1 2 3 4 5 6 7 8: 701, 526, 543, 552, 547, 724, 493, 679, 3.801 a 4.976 a 4.859 a 4.780ma 4.820 a 3.683ma 5.290ma 3.918 a the physician was using interleaving programs, and used electrode combo for c+2-, 0+1-, or 0-1-c+, 2-c+. The program was in cv mode. Multiple impedance check with different position did not reveal any information expect that the bipolar and monopolar impedances were relatively similar unlike typical difference. Some data looked less consistent, so the physician asked how much fluctuation was normal if the circuit system was complete. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2017-13013. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.